Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred with multiple cartridges. Customer was unable to clear the alarm and put the pump in storage mode. There was no reported impact to customer's blood glucose level.